Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, a stiffness of the driveline was observed. The stiffest parts were halfway between the exit site and the modular cable connector, and close to the bend relief of the modular cable connector. There was no reported impact to pump function or to the patient. Incidentally, the patient received a heart transplant on (B)(6) 2018 due to an unrelated event. No additional information was provided.

Manufacturer narrative:
The report of stiffening along the pump cable was confirmed through the evaluation of heartmate 3 lvas; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. Upon disassembly of the returned pump, examination of the inflow cannula revealed a normal biological lining along the proximal opening. Examination of the percutaneous lead (driveline) revealed area revealed that the driveline had lost flexibility in one direction. When flexed in one direction, the driveline would become rigid and would retain any bending. A specific cause of the stiffening cannot be conclusively determined. The returned modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The heartmate 3 lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.